Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a broken display screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional point of contact: (B)(6). A getinge field service engineer (fse) stated he verified screen to be scrambled and not showing any data. To resolve issue he replaced color video receiver. Ran and passed all performance and function tests. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.